Event description:
Device 1 of 2. Ref MFR report #1627487-2012-12191. The pt reported the charger and programmer were unable to communicate with one of his two ipgs. The pt reports this same charger and programmer are able to communicate with the other ipg. The sjm tm verified the pt's issues. The pt reports having x-rays and both ipgs are in the proper position. The sjm tm will discuss replacing the ipg with the pt and physician. Since the serial number of the ipg in question is unk, both ipgs implanted in this pt are being reported.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field action. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.